Event description:
Per the clinic, the patient was reportedly in a motorcycle accident and hit the implant side of the head. The patient was then unable to use the device. More information has been requested, but was not available at the time of this report.